Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device over infused. The rn gave medication (vasopressin) to patient. The pump was set at rate of 4.5 ml/h at 50ml volume. The whole bag was finished in less than an hour. It was reported to the biomed team that patient vomited because of this. Although requested, no patient demographics were provided. There was no patient harm.

Manufacturer narrative:
The customer¿s report of an over infusion of vasopressin was not confirmed. Physical inspection of the device noted the bottom area of the rear case and adjacent bezel areas was noted with dried fluid ingress. Both iui boards showed slight amounts of unidentified film contaminants on several of the contact pads. Review of the logs shows the system was powered on at 03:34 am on 05 jan 2020, attached with the source pump module s/n: b)(6) channel a). Approximately an hour later, concomitant pump module s/n: (B)(6) (channel a) was added and the source device was reassigned to channel b. The profile in use on this date was identified as ¿adult ICU¿. Based on the logs, it is suspected that the infusion of vasopressin was programmed as a basic secondary infusion at 6:08 pm, showing a rate of 4.5ml/h and a volume of 50mls similar to the reported parameters. The pump module infused until 6:25 pm when the unit was channeled off. The total svi was recorded as 1.27ml. Rate accuracy testing found the device to be in specification. There were no instances of unregulated flow observed in the returned set drip chamber. Incident administration sets were not returned for this investigation consequently possible check valve issues could not be confirmed. In the event of a check valve failure, uncontrolled fluid could back up into the primary bag resulting in a perception overinfusion. The root cause of the customer¿s report of an over infusion of vasopressin was not determined.

Event description:
It was reported that a vasopressin 50ml infusion programmed at a rate of 4.5 ml/hr finished in less than an hour. It was reported to the biomed team that the patient vomited as a result of the event. There was no patient harm, and no further information was available.